Manufacturer narrative:
The returned device was evaluated. Visual evaluation revealed that the tx pogo pin was recessed. During evaluation the unit was able to power on, however, the radical-7's inability to establish communication with the docking station results in the screen blanking momentarily every few seconds when it attempts to establish communication. This malfunction was due to the tx pogo pin being recessed. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues prior to this reported event. (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the whole screen and leds flash every few seconds. The device couldn't operate normally. The unit was able to engage in monitoring activities. The unit displayed all parameters and the values were legible. There were no error messages or audible alarms. No known impact or consequence to patient.